Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 51-year-old female patient who had essure (batch no. Cs000ei-not valid) inserted for female sterilization. The patient's medical history included pap smear abnormal in 2013, gravida, parity 4, abortion, missed abortion and paratubal cyst. Concurrent conditions included pelvic pain, menometrorrhagia, fibroids and fibrosis. Concomitant products included hydrocodone and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: pregnancy test confirmed to be negative.. Lot number reported is ( cs000ei ) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. The patient was treated with surgery essure removed on (B)(6) 2019. Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jun-2020: quality-safety evaluation of product technical complaint. On 24-feb-2020: plaintiff fact sheet received. No new information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 51-year-old female patient who had essure (batch no. Cs000ei) inserted for female sterilization. The patient's medical history included pap smear in 2013, gravida, parity 4, abortion, missed abortion and paratubal cyst. Concurrent conditions included pelvic pain, menometrorrhagia, fibroids and fibrosis. Concomitant products included hydrocodone and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: pregnancy test confirmed to be negative. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received. Lot number was added. Reporter, concurrent conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2019). Essure was removed on (B)(6) 2019. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a 51-year-old female patient who had essure (batch no. Cs000ei-not valid) inserted for female sterilization. The patient's medical history included pap smear abnormal in 2013, gravida, parity 4, abortion, missed abortion and paratubal cyst. Concurrent conditions included pelvic pain, menometrorrhagia, fibroids and fibrosis. Concomitant products included hydrocodone and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2014: pregnancy test confirmed to be negative. Most recent follow-up information incorporated above includes: on 4-aug-2020: update of information (batch is invalid) product technical complaint . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.